Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR report #: 3006705815-2018-01056. It was reported that the patient's ipg could not be put in MRI mode. X-ray was done and it later revealed the lead had migrated which caused high impedances. As a result, patient underwent surgical intervention on (B)(6) 2017 wherein the lead was replaced. Effective therapy was restored. Note: it is unknown which lead was liable, as a result both are being reported